Event description:
It was reported that the customer was deceased. Customer's date of death was (B)(6) 2014. Cause of death was a hypoglycemic event as no death certificate is available yet. Customer did not wear a sensor. Customer died at home. Customer had stage 4 kidney issues. It is unclear where the customer had kidney cancer, kidney disease, or kidney failure. Customer had heart disease and was taking antibiotics. Customer's last recorded blood glucose level was 140 mg/dl. Customer was wearing the pump at the time of death. Customer's mother noted that she does not know if she will get the pump back from the coroner. Caller will follow-up with the coroner's office. No further assistance needed.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.